Event description:
Boston scientific received information that this patient experienced a rate of 130 bpm for five hours. A review of the logbook showed some pacemaker mediated tachycardia (pmt), however, the caller was inquiring why there weren't more pmt episodes and there was no duration recorded. A boston scientific technical services consultant reviewed the device data and stated it looked like the device is tracking a fast atrial rate and histograms showed a lot of sensed events around the 120-140 bpm range. The patient was symptomatic with the fast rate, but it appears the device is working per programming. However, this could not be confirmed. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.